Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer experienced nausea and vomiting due to high blood glucose. The customer treated high blood glucose with syringe. It was unknown if the customer was using auto mode or not at the time of incident. The customer stated that the reservoir had leak. The customer had problem with fluid in insulin pump and insulin leak from past second o ring. The insulin pump passed self test. The insulin pump will not be returned for analysis.